Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Salesforce case #: (B)(4) npi 2865 error 326. Logic board- faulty. Customer receives error 326 after attempting calibration. Failure device type: alaris system instrument. Failure problem type: 2865. Failure mode: troubleshooting/ error codes. Case resolution: customer receives error 326 after attempting calibration. Assisted customer to identify problematic fault. Error message 326, returned after calibration. Customer replace the backup battery that supports ram. Again, error 326 re-appeared in a short duration. Customer to repair/replace the logic board. They will call back, if there are any further concerns.